Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 respectively, with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed.

Manufacturer narrative:
A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately low as compared her feelings /normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified date and time about a month ago, she obtained the alleged low readings in the "high 80's to the low 90's". The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet and exercise. The patient denied making any changes to her normal diabetes routine in response to the reported issue. At an unknown date, approximately a week after the alleged issue began, the patient claimed to have developed symptoms of "shakes" but denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged meter issue.